Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 52.1cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, once the atrial lead was placed, the stylet could not be removed from the lead. The lead was removed and replaced. The patient was in stable condition.